Event description:
Additional follow up received identified the migrated lead was explanted and replaced with a new model. Effective stimulation was restored postoperatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient received one lead of model # 3286 and two leads with same lot number (4462274) of model # 3156. This issue is related to the leads (same lot number) with model # 3156. It was reported one of the patient¿s leads (model 3156) had migrated (confirmed via x-rays). Reportedly, effective stimulation was restored at the time. However, surgical intervention may be taken at a later date to address the issue.